Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl while the sensor glucose was 280 mg/dl. The customer was advised that there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The customer stated that they were still trying to adjust his basal rates and he ate a lot that night. The customer declined to troubleshoot. The customer will be sent replacement.